Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a cassette malfunction which led to temporal wound burn, the handpiece was unable to aspirate upon initiating the phacoemulsification (phaco) and delivery ultrasound energy during the cataract procedure. Whitening of viscoelastic was also noted with occlusion sounding on phaco which immediately ceased. The temporal wound burn was noted and copious irrigation with balance salt solution (bss) applied. The cassette was replaced with a new one and once again primed with the same handpiece and now the procedure was completed successfully. Additional information was received confirming wound burn as corneal burn.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A wet fms (fluidics management system) in a tray was visually inspected. The vent spike was cut off the administration line in the returned condition. A lab stock vent spike was used to perform functionality testing. The sample was tested using a console. The sample could be recognized by the console. The sample primed and tuned with the handpiece and the 0.9mm abs (aspiration bypass) tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. The sample functioned within specification. Aspiration and irrigation rates met specifications. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).